Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While preparing the faradrive sheath, air ingress into the sheath occurred and the valve was reported to be leaky, resulting in the air ingress. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath is expected to be returned for analysis. It was further reported that while aspirating the sheath there was always air inside the sheath. No fluid was leaking but air always entered the sheath while aspirating. The sheath was received for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the external and internal hemostatic valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While preparing the faradrive sheath, air ingress into the sheath occurred and the valve was reported to be leaky, resulting in the air ingress. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath is expected to be returned for analysis.

Manufacturer narrative:
Corrected to include the initial reporter phone value. E1: initial reporter phone: (B)(6).

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While preparing the faradrive sheath, air ingress into the sheath occurred and the valve was reported to be leaky, resulting in the air ingress. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.